Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had not getting no delivery alarms despite site changes and insulin delivery inaccuracies. Troubleshooting did not occur. The insulin pump was not returned for analysis.